Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use a bd ultra-fine¿ insulin syringe is reportable due to the customer stating they performed sterility testing. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: complaints (B)(4) were reported together based on notification from the min. Of health, govt. Of india, that the product (syringes) were ¿not of standard quality¿ with respect to a test performed by the govt. Analyst for sterility. Ref.:tw262685 cat#324903, lot#6039587 a complaint lot history check was performed on lot # 6039587 for sterility. This is the 1st related complaint for sterility on lot # 6039587. Ref.: tw262701. Cat#328502, lot#6137880 a complaint lot history check was performed on lot # 6137880 for sterility. This is the 1st related complaint for sterility on lot # 6137880. Severity: s_1_ there were no adverse health consequences reported. Investigation summary: the cap and shield on these syringes are the sterility barrier therefore only the fluid path is considered sterile. A thorough investigation was initiated by the manufacturing site with the following results. Device history record reviews: sterility cat. #324903, lot#6039587 cat. #328502, lot#6137880 a review of the device history records for both lot numbers 6039587 and 6137880. All inspections were performed per the applicable operations qc specifications. Validation strategy: both products are terminally sterilized in accordance with ansi/aami/iso 11137-1:2006 sterilization of health care products - radiation - part 1: requirements for development, validation and routine control of a sterilization process for medical devices. Validation control data is provided on the attached document of the manufacturing site investigation report. Sterilization specification: both catalog numbers 324903 and 328502 are in the same product family and reside in the same dose map number. The attached documents from the manufacturing site provides the sterilization specification, as well as records showing the dose release certificates, sterilizer run logs, sterilizer batch lots and dose detail reports. It was confirmed that both of the lot numbers 6039587 and 6137880 were sterilized above the 10-6 sterility assurance level. Bd was not able to confirm the customer¿s report of the syringes ¿not being of standard quality¿. The investigation and results provided show that the product meet the sterility requirements. The cap and shield are the sterility barrier for these syringes therefore only the fluid path is considered sterile. When these components are removed and handled for use and or testing, the sterility of the fluid path can be compromised. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.